Event description:
A bayer sales representative called on behalf of a pharmacist in (B)(6). He alleged the pharmacist was performing an a1c test for a customer when the blood from the sampler accidentally got into her eye. He said that she went to the emergency room to be checked out, but no additional information was available.

Manufacturer narrative:
A lot number was not provided for the product, so it was not possible to determine the manufacture date. Also, no information was provided for the pharmacist. The country was asked to provide the product information, but it has not been received.